Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Patient advised that the adapter does not screw on tightly. Patient believes that the thread on the adapter is defective. Patient has felt some moisture around the top of the cartridge and therefore believes that there has been an insulin leak. No adverse event alleged. A request was made for the return of the device.